Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 3 glass and hinge were cracked. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 3 glass and hinge were cracked. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door glass panel on the device was broken. A field service engineer (fse) replaced the door panel on the tower. After replacement, the fse tested the device and confirmed that the newly installed tower door panel was accessible and functioning properly. The system functioned as intended after the field service engineer repaired the device.